Event description:
Boston scientific has become aware of the following event: the device was used for pre-imaging and post-imaging for the lesion in a lad mid to apical. It was also used after driver stenting without the problem. The lesion was dilatated again at 16atms with the stent delivery balloon and post-imaging was performed with this device. The physician attempted to withdraw the device, but he was unable to withdraw in between times. The guidewire port seemed to be caught in the distal edge of the stent. The guidewire was withdrawn first and the rest were withdrawn 10 minutes later.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to MFR. The results of the evaluation will be provided in the supplemental report.